Event description:
It was reported that the pump battery could not be charged causing the pump to shut down. The customer's blood glucose (bg) level was 501 mg/dl. Customer addressed bg with a correction injection. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived.